Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failing. Customer tried to recover but error message was displayed on the screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) was able to assist the customer with recovery of the failed tower door and all tested fine. Customer verified functionality. The system functioned as intended after the field service engineer assisted with the issues of the device.